Event description:
Customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to attempt several troubleshooting steps, including confirming the pump's disconnection from a power source and trying to reset the device; however, these efforts were unsuccessful. Consequently, technical support determined that the pump needed to be replaced despite it being out of warranty, and the customer was advised to contact their healthcare provider for a new pump. The case was closed.